Event description:
The healthcare professional reported that during a vascular stent placement procedure in a patient who was suffering from middle cerebral artery (mca) stenosis, the stent (unspecified brand) was impeded in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30979131) and could not pass through. The physician retracted the microcatheter and switched to a new one, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30952059), and the stent was still unable to pass through this second microcatheter. A third microcatheter (unspecified brand) was used with the original stent and the procedure was successfully completed. The patient was reported to be in stable condition. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the catalog and lot number of the stent used with the microcatheters could not be obtained. Adequate continuous flush was maintained through the first two microcatheters. It was indicated by the additional information that the tip of the prowler select plus microcatheter from lot 30979131 was observed to be compressed / flattened. The third microcatheter used to complete the procedure with the original stent was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no allegation of any patient injury or adverse patient event. The reported issues did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30952059) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are:3008114965-2023-00429. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.